Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor contact while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, h10 this supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿warning: do not bump or drop this product. Water leakage may damage the electrical circuits inside the product." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was poor contact while using the camera head. There was no patient harm associated with the event.